Event description:
It was reported that the device battery voltage was at the recommended replacement time (rrt) voltage but that the rrt flag had not tripped. Also, the device reached rrt in less than three years. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that early battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4549 competitor implantable pacing lead (B)(6) 2010. (B)(4).